Event description:
It was reported the analyzer made the epg (external pulse generator) screen blank during an implant. No patient complications were reported as a result of this event. Additional information was subsequently received reporting the lower screen of the epg would not turn on. The event occurred during testing before use on a patient. There was no report of any issue with the epg during implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the initial report of the screen being blank. The battery voltage of the battery returned with the epg (external pulse generator) was determined to be too low. It was also noted that the upper case was broken.

Event description:
It was reported the analyzer made the epg (external pulse generator) screen blank during an implant. No patient complications were reported as a result of this event.